Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a decrease in sound quality with the device following a fitting session in (B)(6) 2018. CT scan showed the electrode array has migrated out of the cochlea.re-insertion of the electrode array is considered

Manufacturer narrative:
Additional information: according to the received information, the device is not providing satisfactory benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by diagnostic imaging. Reportedly, six channels are out of cochlea according to review of images. Per internal registration information a full insertion was achieved at implantation. Re-insertion is considered and will be decided after another diagnostic imaging in few months.

Event description:
The recipient had a decrease in sound quality following a fitting session in (B)(6) 2018. CT scan was requested. According to physician's review, the electrode array has migrated out of the cochlea and 6 channels are now extra-cochlear. There is no report of an accident or trauma. Ent is considering re-insertion of electrode array into the cochlea. However, surgery has not been scheduled yet. CT scan will be repeated in 5 months to evaluate position of array. Based on those results, the decision for surgery will be made.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode was found partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient had a decrease in sound quality following a fitting session in (B)(6) 2018. CT scan was requested. According to physician's review, the electrode array has migrated out of the cochlea and 6 channels are now extra-cochlear. There is no report of an accident or trauma. The user was re-implanted.